Event description:
This was a coronary vascular procedure to remove thrombus from a stemi (st segment elevation myocardial infarction) closed stent. The quickcat extraction catheter was used in a heavily occluded stent, however not a lot of thrombus could be removed and it was felt by the physician that the thrombus occluded the catheter. Upon withdrawal of the catheter, the physician noted resistance and he believes that the catheter got stuck in a stent strut. After removing the device from the patient, it was noticed that the radiopaque marker from the catheter had come off the catheter and was in the patient's vessel. The plan was to affix the piece with a stent to the vessel wall, however when flushing with contrast media, the radiopaque marker moved down to the distal lad and was abandoned. The physician stated that the particle is safe and there is no plan to attempt removal at this time. The patient experienced no adverse effects from the procedure.

Manufacturer narrative:
The device involved in this complaint is being returned and will be evaluated upon receipt. A follow-up report will be sent with results of our investigation at that time.

Manufacturer narrative:
Per the physical investigation, there is no evidence of product failure. The extraction catheter was being used in a heavily occluded stent with substantial thrombus burden. The physician felt that the lumen of the catheter was occluded with thrombus during the procedure. The extraction lumen was checked with a .035 guidewire and no problems were found and the lumen was patent. Conclusion of the investigation: when removing the quickcat during the procedure, the tip got stuck in the occluded area (likely in the stent itself), stretching itself until tip failure (band and part of tip dislodged inside the patient). There is no indication that anything in the manufacturing process contributed to the stretching and subsequent dislodging of the marker from the catheter. The investigation of the returned device, and what was reported to us by the physician, supports that the procedure itself and the handling of the catheter during the procedure caused the damage to the catheter.